Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.a request for the return of the device has been made. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a small volume intermate's luer lock was broken. This was identified before use. There was no patient involvement. No additional information is available.